Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not detect an ECG trace via the defibrillator electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device would not detect an ECG trace via the defibrillator electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A customer quality engineer reviewed the pco files and was able to verified the reported issue. A cause of the reported issue could not be determined.